Event description:
The user facility reported for an automated impella controller (aic) that there was a display issue, and that a backup console was used. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported display issue has been completed. The product was returned, and the issue was confirmed. The console logs from the reported day of event were not available, as the console was unable to be started. Tested in danvers, upon pressing the power button, fans started spinning, indicating pbm powering up, but no other activity was observed and the console's screen remained blank. Measurements of the pc_on signal on j13 port on pbm and v_2_pc on j16 port of pbm indicated them to be within specification. Temporarily replacing 4-in-1 assembly resolved the issue and console was able to be powered up and its display (screen) was confirmed to be in working condition. Per the results of the clinical review and investigation: the root cause was determined to be a defective 4-in-1 board. This report is being filed as part of a retrospective review of historical records.